Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and inspected. Visual observations revealed that the jaw-to-shaft pin broke off from both ends leaving the remaining portion of the jaw-shaft-pin intact and the ends flush to the upper jaw, thus confirming this complaint. Visually, the device appears to be in used condition. The device is approximately 5 years old and may have seen heavy use. Functional testing via actuation of the jaw lever revealed that the jaws did not open or close; top jaw only moved laterally along the shaft due to the broken off ends of the jaw-shaft pin. Further testing revealed the actuator protruding out from the shaft due to the broken jaw-to-shaft pin only when the upper jaw is resting up against the shaft. Clamping excessive tissue between the jaws combined with repetitive twisting action exerts excess side load on the jaw-to-shaft pin, resulting in the jaw-to-shaft pin shearing off from its space. This failure could be attributed to user technique. The DHR review indicated that this batch of devices was processed without incident therefore, there is no evidence of manufacturing anomalies on the records reviewed. Furthermore, a related complaint search in depuy synthes mitek complaints system revealed no other complaints of any type for this lot of devices that was released to distribution. At this time no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
The sales rep reported via phone that the jaw on his expressew iii would not close during a demo. There was no patient or case involvement. The device is being returned.